Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. There was no report of malfunction during stent placement on the event. The lot number of the subject device is unknown. As a result of checking the manufacturing record for the past one year from the event date, it was found no irregularities. Omsc assumed that the reported event occurred for the following reasons. The stent was migrated owing to its placed status or the patients condition. As a result, the stent contacted with the duodenal wall and perforated the tissue around the papilla. The instruction manual of the device has already warned as follows; do not use this instrument if this instrument and its retention status cannot be checked periodically after placement. After implanting the stent, periodically evaluate both the patient and the stent to confirm that there are no irregularities, otherwise the stent may become clogged or damaged due to the material deterioration over time. It may also cause an adverse effect to the patient by clogging, migrating or falling off from the papilla.

Manufacturer narrative:
This is a supplemental report to correct "type of report" on the section g7. Olympus medical systems corp. (Omsc) confirmed that 5-day was erroneously selected, and has judged that the report type of this event should be 30-day.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
When the user tried to remove the subject device from the patient for stent exchange, the distal end of the subject device perforated the tissue around the papilla. The user removed the subject device with a grasping forceps. The user placed another device and completed the intended procedure. This is the report regarding the perforation with the subject device.